Manufacturer narrative:
A ge representative evaluated the interconnect cable. System operates as intended.

Event description:
The customer reported the system has to be rebooted several times at the start of the day. No pt injury was reported.